Event description:
The pt was not feeling well all day. Wife was testing his blood glucose on suspect device and the readings were 132 mg/dl, 137 mg/dl and 158 mg/dl. Dr advised to go to emergency room. At emergency room, his blood glucose was run on their device and it was 60 mg/dl. At the same time it was tested on the pt's suspect device and it read 142 mg/dl. The pt was given an IV and food.